Event description:
On november 15, 2006, the lay user/reporter, the pt's daughter, contacted lifescan (lfs) alleging the one touch basic meter was giving an unk error message. On november 16, 2006, the medical affairs specialist (mas) spoke with the reporter through an interpretive service to obtain and verify info. For an unspecified time frame, the pt had obtained an intermittent, unk error message on the reported meter. The reporter was unaware of the specific error message obtained. On an unspecified date, the pt obtained this error message on the reported meter; she did not obtain a blood glucose reading. At that time, the pt was experiencing the symptoms of dizziness and headache. The pt's daughter took her to the physician's office, where her blood glucose level was tested to be 'high'; the specific result was not provided. The pt was treated with insulin. The pt had continued to take her usual meals and medications, despite not being able to test her blood glucose level. The pt takes an oral diabetes medication, name and dosage unk. The pt also has insulin available to her at home, and rarely takes it 'when she needs it.' The pt had no backup meter. It would have been helpful to determine the date of the event, what error message occurred, how long the error message had been occurring, her blood glucose level as tested by the hcp, her specific insulin treatment, the pt's medication regimen, and if the pt adjusted her medication doses based on meter readings. The issue was not resolved during the troubleshooting telephone call, as the reporter did not have the meter, test strips or control solution available. The meter, test strips and control solution were replaced. The pt was unable to obtain a blood glucose reading on the reported meter due to the error message, she experienced symptoms that suggested hyperglycemia, and received insulin treatment after the healthcare professional tested her blood glucose level. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.